Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Subsequently, customer went to the emergency room (ER) and was admitted to the hospital for a blood glucose (bg) level of 784-800 mg/dl; cause was unknown. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer administered a manual injection prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.